Event description:
It was reported that during surgery, drill tip snapped off, tip was retrieved. Back up set used to complete procedure, but had alignment issues when using a different starter drill. No confirmation of delay has been received. No impact or injury to patient reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The pilot drill tip on the device fractured off and was returned. The cutting edges on the device are very worn with many nicks and score marks from use. The device was manufactured in 2016 and exhibits signs of extensive wear /usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.